Event description:
Baxter canada reports "air in pt line" due to incomplete prime of pt line of homechoice set. Affiliate reports pt was infused with excess air as noted by shoulder pain. Affiliate reports no x-ray was given to pt to confirm presence of air. No medical intervention required as a result of incident per affiliate.